Event description:
A malfunction was reported on the pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared. The customer declined further assistance with reloading the cartridge and filling the tubing, as well as restarting the cgm session, indicating she could manage these tasks independently.